Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that patient was close to a transformer on the day the alerts triggered and it was suspected to be the cause of the alerts, however the impedance variabilities were consistent with an ra and lv fracture. A clavicular crush was suspected. It was also noted that the patient was concerned the lv lead fell off the outside of their heart when they slept on the left side.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for out of range (oor) high impedance and exhibited variable impedance and thresholds. In addition, the left ventricular (lv) lead triggered an alert for undefined high impedance and also exhibited variable thresholds. The lv lead was reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d4 crtd doi: (B)(6) 2022, 4968-35 lead doi: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.